Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit insulation on cord was damaged. Event occurred with during testing. No harm, delay reported. No adverse events were reported as a result of this malfunction.

Event description:
No additional event info.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). D4: UDI#: (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer electric dermatome serial number: (B)(6) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number: (B)(6) prior to 23 april 2019, the device was noted to have not been previously repaired. On 23 april 2019, it was reported the insulation on a cord for a dermatome was damaged. The customer was asked to return a zimmer electric dermatome serial number: (B)(6) for evaluation, but at the time of the investigation, the device had yet to be returned for evaluation. As such, no evaluation or repair of the device can be reviewed as part of the investigation. The product was not returned for evaluation or repair. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.